Event description:
It was reported that the patient received a vibratory alert and presented to the clinic. The lead exhibited low impedance. On (B)(6) 2012 the patient had a follow up and the lead exhibited noise and low impedance. The lead was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.